Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a fall today and landed right on ins. They have a return of pain and they have pain at the ins site. It feels like stimulation is turning up and down on its own, even when adaptive stim is turned off. Rep had patient turn their stimulator off and will be meeting to interrogate the ins. Patient will talk to their physician about the pain at the ins site as well as getting an x-ray of leads/ins if needed.

Event description:
Additional information was received, it was reported the xray showed no change in lead placement. The manufacturer representative (rep) set up adaptive stim but the patient was still very sensitive to minor positional changes with stimulation. The plan was to replace ins.

Manufacturer narrative:
Continuation of d10: product ID 977c165 ,serial# (B)(6), implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reports replacement has not yet been scheduled, insurance authorization has been submitted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the rep met with patient on (B)(6) 2025 to turn off her adaptive stim to see if that would help and remapped leads for ld stimulation. Rep spoke with patient again on (B)(6) 2025 and she reported it was giving variable stim intensities in different locations than prior to fall. Pt still has not gotten xrays of leads or battery placement but patient does have a follow-up appointment scheduled with hcp on (B)(6) 2025 and will get xrays ahead of time.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt continued to have variability of stimulation occurring when at rest, even with adaptive stim turned off. Rep reported they replaced ins and closed loop stimulation ability. Replacement occurred on 4/14 and was returned.

Manufacturer narrative:
H3: analysis of pli# 20 product ID# 97715 found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.